Manufacturer narrative:
A united states (us) customer contacted siemens customer care center (ccc) to report a sudden increase in carbon dioxide (co2) recoveries on patient samples and quality controls (qc) on a dimension vista 500 instrument. Siemens determined that customer¿s maintenance of the water purification module (wpm) affected the water quality, which contributed to the increase in co2 recoveries. Siemens also observed a wpm conductivity error in the instrument files. The wpm tank was emptied and refilled twice. Then, qc was processed, and qc recovered within acceptable ranges. The customer indicated that patient testing was halted for 2 to 3 hours while the customer performed maintenance on the wpm. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer observed a sudden increase in carbon dioxide (co2) recoveries on patient samples on a dimension vista 500 instrument. Additionally, quality controls (qc) were unacceptably elevated. The elevated results were not reported to the physician(s). Additionally, the customer communicated that they sent samples to an alternate laboratory for testing. There are no known reports of adverse health consequences due to the increase in co2 recoveries on patient samples and qc.